Event description:
The pt's friend reported that pt was nearly unconscious and the suspect device was used to check blood glucose. A result of 212 mg/dl was obtained. Pt was taken to the ER and glucose was reported as very low. Pt was treated for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation. The reporter also said the test strips used during the event had been removed from their original capped vial and stored in a bag.